Manufacturer narrative:
The product was not returned for evaluation. It was reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / pages 43-44: warning:  check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning:  because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 19.2 mmol/l (345.6 mg/dl) while wearing the pod between 1 and 4 hours on the abdomen. The patient's parents decided to remove the pod because they could see through the window that the cannula was not inserted into the skin but laying on it and the adhesive was loose. The cannula was noted to be bent after removal. The basal rate was increased the day before from .5 to .6. Hyperglycemia treated by activating a new pod and bolus (exact amount was not provided). The patient's blood glucose and insulin history is as follows: time: 7/24, 9:42pm, deactivated pod, 2 hours later; bg (mmol/l): 19.2, 9.9; (mg/dl): 345.6, 178.2; bolus (u): 3.05.

Manufacturer narrative:
The returned device was evaluated and no damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined. No issues were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. The data downloaded from the device did not show any signs of struggle during the run.